Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and had button error. Customer's blood glucose level was 137 mg/dl at the time of incident. Customer stated that the battery cap was not damaged or corroded. Customer stated that the insulin pump was exposed to fluid and the display was not ok. Customer also reported that the insulin pump was not dropped. Troubleshooting was assisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Also, received with case cracked behind the device at the corner of the belt clip rails, and moisture damage on the motor and force sensor.